Event description:
It was reported that during a procedure, two teeth of the device broke off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Nonetheless, the reported condition is a known failure mode, which probable root cause(s) can be associated, but not limited to: material strength, crest width (too small), and/or insertion technique (user). However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a procedure, two teeth of the device broke off.